Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: jan. 8, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Further observation revealed that the cartridge tip was damaged and that there was a portion of a detached haptic in the lens module. The handpiece was disassembled and the assembly was inspected, presenting with no further issues. The complaint issue delivery issue could not be confirmed. Only the detached haptic portion of the iol was received, therefore, the lens cannot be further evaluated. The complaint issue detached haptic could be confirmed; however, this may be attributed to an inadequate amount of ovd, suggested by the trace amounts of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had an issue where the back haptic was ripped off from the iol during the pre-loaded lens deployment process. It was noted that the damaged lens was explanted from the right eye and successfully replaced with a back-up iol of the same make and power. No other information was provided.